Event description:
It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was attempted to be implanted. Approximately 2 years post procedure, the patient experienced thrombus on the outside of the closure device. The patient was placed on small doses of coumadin in response to the event.

Manufacturer narrative:
Date of event - estimated to be (B)(6) 2023 as the date of the event is unknown and the comment was made in (B)(6) 2023. Implant date - estimated as (B)(6) 2021 as it was reported that the patient was implanted approximately 2 years prior to the comment.